Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient aneurysm rupture and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of known inherent risk of device was assigned to this event. The subject device is not available.

Event description:
It was reported that the coil (subject device) ruptured the aneurysm, resulting in surgical delay and subarachnoid hemorrhage. The physician continued to coil to stop the bleed and reported the patient's anatomy was tortuous.